Event description:
It was reported that during the implant attempt, there was difficulty positioning the right ventricle (rv) lead. Once the lead was positioned, the helix would not extend. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and the helix had disengaged from helical channel. It was also noted that there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.